Manufacturer narrative:
Thee black circle/alarm icon functioned properly during testing. No button error alarm or unexpected beeping anomaly noted. All buttons were functioning properly; however, the insulin pump had moisture on keypad traces. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window, a cracked case at display window corners, scratched reservoir tube window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported there was a button error alert on the insulin pump. The customer's blood glucose was 238 mg/dl. Customer did not recall whether the device had been hit or gotten wet. Customer was advised the device would be replaced and agreed to return the product for analysis.